Event description:
It was reported that an impedance reading was >40,000 ohms. Revision procedure was scheduled. It was later reported that surgery was performed on the patient and it was determined that the extension was not aligned properly in the connector block of the battery. This was corrected and an impedance check showed impedances within normal ranges.

Event description:
It was noted that both devices were on the left side. One device was in the chest and one device was in the abdomen. It was unclear which device had high impedance and revised. It was also noted that the abdomen extension was broken.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0235499v, implanted: (B)(6) 2003, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot# j0235499v, implanted: (B)(6) 2003, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).